Event description:
Ous MDR. The stent could not be released. After realization the guide wire was not able to be moved.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the retractable outer shaft has been retracted about 6 mm. The stent is still fully constricted underneath the outer shaft. The proximal x-ray markers have been pulled against the proximal stent stopper and are severely deformed. The outer shaft is locally constricted between the proximal stent and the glue joint. The distal and proximal outer shaft have been separated. The inner shaft has buckled distal to the metal tube where the knife is mounted on. These deformations indicate that the retractable outer shaft was blocked from movement leading to an increased retraction force which finally exceeded the fracture strength of the retractable outer shaft. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.